Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced cartridge leaking, which was associated with elevated blood glucose levels. The patient reported that blood glucose levels reached a high of 400 and remained above range for approximately 18 hours. Alerts for prolonged high blood glucose were received. No backup therapy or professional medical intervention was used, and ketone testing showed trace ketones only. No immediate health effects were reported during the hyperglycemic period. The patient later contacted support reporting a low blood glucose level of 46, which was treated with juice. The patient described feeling sweaty and confused at that time. Blood glucose levels were monitored until the patient reported feeling improved and readings returned to a safer range. Guidance was provided, and the patient was advised to call back if additional issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.